Event description:
During a low anterior resection procedure, the doctor states she fired stapler and could not remove instrument. When instrument was finally removed, the stapler had fired but the staples had not formed and the blade had not cut the tissue. Case was extended 45 minutes.